Event description:
It was reported that during veno venous ECMO, the patient blood flow suddenly dropped from 2.7 lpm to 0.8 lpm. The facility began troubleshooting. There was no visible cavitation or bucking on the venous (pre cone) side of the circuit so they increased rpms from 2830 to 3000 which brought the flows up to 1lpm. It appeared that there was an obstruction on the positive side of the circuit, so they immediately set up a transducer to assess line pressures. Instructions were given not to change out the oxygenator due to the patient's do not resuscitate status. ECMO blood flow continued to drop. By 1830, the flow had dropped to 0.2lpm @ 300rpm, at which point ECMO was discontinued. The pt simultaneously expired. ECMO - extra corporeal membrane oxygenation. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not yet received the device for investigation. A supplemental report will be sent if additional info becomes available. (B)(4).

Manufacturer narrative:
A DHR review was performed and found that the oxygenator (B)(4) passed all production steps successfully. A DHR review of the coating was also performed showing no anomalies. According to the therapy application manager, on the basis of the information received, it would not be possible to establish causality without a laboratory investigation. The oxygenator in question was returned to maquet for investigation. In the complaints lab, during visual inspection, the oxygenator showed no signs of clotting and no other defects or problems could be identified. The oxygenator was then sent onto the qs-lab for an integrity performance test. During the 30 hour integrity test in the qs-lab using a 0.9% na-cl solution, pressure and flow rate was recorded every hour. The test was passed, with all recorded flow and pressure data was stable during the 30 hour test. Based on the available information, the DHR review and the test results from the investigations do not indicate a problem with the functioning of the oxygenator. However, due to the lack of information regarding the patient and the details surrounding the event, it is not possible to clearly reconstruct the issue reported by the customer. No further actions are warranted.

Event description:
(B)(4). This complaint was originally submitted on paper as MFR.repr # 8010762-2014-01232 and uf/importer report # (B)(4).